Event description:
It was reported that the patient¿s seizures increased over pre-vns implant seizure frequency level after generator replacement on (B)(6) 2014. Good faith attempts to the treating vns physician for relevant information has been unsuccessful to date. The implant card from generator replacement on (B)(6) 2014 reported that lead impedance was "ok" after replacement surgery. Per manufacturer records, the patient's seizure frequency prior to vns implant was approximately 61-90 seizures per month.